Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal 12mm single use instrument and one endo gia¿ 60mm articulating medium/thick reload both opened by the account. The instrument was received engaged with the reload. The firing knobs were advanced to between the 15 and 60 mark. Visual examination of the reload noted that it was partially fired with the jaws clamped on a paper napkin and the knife bar assembly advanced to the 2cm cut line. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator¿ loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
During a low anterior resection, the stapler jammed when trying to fire. They used a second device and the same result occured. The procedure was converted to open due to no other guns being available in stock at the hospital. There was no blood loss of more than 500cc and no extension of blood loss more than 500cc. There was no unanticipated tissue loss or irreversible tissue damage.